Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device was found to function properly and it met the manufacturing requirements. It was further determined that the torque was within specifications (actual reading: min: 1.55nm, max: 1.64nm; specification: min: 1.35nm, max: 1.65nm). A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure, while using the small fragment implants set, it was observed the surgeon felt the device was not calibrated properly anymore. According to the reporter, the device had been used multiple times with multiple surgeries. There was an eight minute delay to the surgical procedure. It was reported that the same device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.